Event description:
Patient had PICC line placed. On return to unit rn attempted to attach a standard IV line to the positive pressure valve on PICC port. The IV line would not stay attached to the pressure valve. New IV tubing was attempted and the pressure valve worked as expected. On close examination, it was found that the distal male luer lock on tubing had an easily seen shorter central male port and then it was noted that the screw-on cap could not be turned. It was in a fixed position causing the male port to be shorter than it should be and prevented the attachment to the pressure valve.